Manufacturer narrative:
A ge service rep performed an on site investigation. The sram card in the c-arm mainframe was replaced and the configuration files were reset. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not boot up and replacement of the generator and software was needed. No pt injury was reported.